Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While on support, the patient was experiencing a lot of ectopy. The patient was administered lidocaine and amio drip was started. An echo showed the inlet measuring 2.4 cm from the aortic heart valve area. The pump was repositioned to measure 3.6 cm. Fluids were given. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.